Event description:
The hospital biomedical engineer reported that the device did not defibrillate during testing. No patient involvement was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.